Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. The patient reported her scs system has been ineffective at relieving pain for the past 2 years. As a result, the patient declined reprogramming and opted for surgical intervention as the next course of action.